Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000156335. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient reported ineffective stimulation and could not set to MRI. Diagnostic report indicated multiple impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was replaced to address the issue.

Manufacturer narrative:
Correction: h6 health effect - impact code added 4605.